Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system had listed discontinued medications on active list. A technical support specialist clarified the cause of the problem to the customer and provided training on how to add and edit items. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had listed discontinued medications on active list. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.